Event description:
This case was reported via regulatory authority FDA (reference number: mw5059561) and was forwarded to bayer on (B)(6) 2016. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy bleeding") in a (B)(6) year-old female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient started essure. On an unknown date, the patient experienced pelvic pain (serious criteria medically significant and clinically significant/intervention required), genital haemorrhage (serious criterion medically significant), abdominal pain lower ("cramps"), hypertension ("high blood pressure"), migraine ("migraines"), swelling ("swelling"), palpitations ("heart palpitations"), acne cystic ("cystic acne"), vertigo ("vertigo"), alopecia ("hair loss"), libido decreased ("low libido.") And menorrhagia ("excessive and abnormal bleeding during menstruation"). The patient was treated with surgery (removal of the device). Essure was withdrawn. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, hypertension, migraine, swelling, palpitations, acne cystic, vertigo, alopecia, libido decreased and menorrhagia outcome was unknown. The reporter considered pelvic pain, genital haemorrhage, abdominal pain lower, hypertension, migraine, swelling, palpitations, acne cystic, vertigo, alopecia, libido decreased and menorrhagia to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2016: quality-safety evaluation received. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted. She had chronic pelvic pain and heavy bleeding (interpreted as genital bleeding).approximately 3 years later, she underwent removal of device. Both events are anticipated in the reference safety information for essure. After essure insertion abnormal genital bleeding changes and pelvic pain may occur. In this particular case, consumer experienced the events after essure insertion. Considering the nature of these events and the lack of alternative explanation, the causality cannot be excluded. Additionally, non-serious events were reported. This case is regarded as incident since device removal was required. As a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), genital haemorrhage ('heavy bleeding') and pregnancy with contraceptive device ('pregnancy (termination) pregnancy terminated due to essure device') in a 31-year-old female patient who had essure (batch no. B27986) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" on (B)(6) 2013 and device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included obesity, sexually transmitted infection, multigravida, parity 2 (live birth 02 ((B)(6) 2002, (B)(6) 2011)), termination of pregnancy - elective (elective abortion 01), urinary tract infection and uterine fibroid. The patient's social history includes : lives with husband and two children. Family worker for board of education. No t/e/d. Denies history of abuse. * on (B)(6) 2014: gynecological finding : breasts: skin changes or nipple discharge bilaterally. Left side with breast mass 1 cm at 9 o¿clock. On (B)(6) 2014: diagnostic digital bilateral mammo (mamdxgtbil) : baseline mammogram. Clinical finding: left breast 9:00 axis area of palpable concern noted by patient. At the left breast 9:00 axis area of palpable concern, there is fat necrosis. There is no mammographic evidence of architectural distortion, dominant masses or micro calcifications suspicious for malignancy. Previously administered products included for gestational diabetes: insulin; for an unreported indication: male condoms, depo-provera injection and combined oral contraception. Concurrent conditions included breast mass, breast pain, breast tenderness, nipple discharge, hypertension, gestational diabetes and migraine. Concomitant products included ethinylestradiol;levonorgestrel (aviane) from (B)(6) 2013 to (B)(6) 2016, ethinylestradiol;norgestimate (ortho tri-cyclen) since (B)(6) 2013, fish oil (omega 3), intrauterine contraceptive device (iud nos), losartan, medroxyprogesterone acetate (depo provera), metoprolol, vitamin b12 nos and vitamin d nos (vitamin d). In (B)(6) 2013, the patient experienced migraine ("migraines"), alopecia ("hair loss"), libido decreased ("low libido."), mood swings ("hormonal changes/mood swings"), rash ("rashes or skin conditions-type") and back pain ("back pain"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 3 months 14 days after insertion of essure. In (B)(6) 2016, the patient experienced abdominal pain ("pain abdominal"). On (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced menorrhagia ("excessive and abnormal bleeding during menstruation/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramps"), hypertension ("high blood pressure"), swelling ("swelling"), palpitations ("heart palpitations"), acne cystic ("cystic acne"), vertigo ("vertigo"), dyspareunia ("dyspareunia (painful sexual intercourse)"), headache ("headaches") and hypersensitivity ("allergic or hypersensitivity reaction"). The patient was treated with paracetamol (tylenol) and surgery (removal of the device essure (bilateral salpingectomy laparoscopic)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, migraine, alopecia, abdominal pain, mood swings, rash, headache and back pain had resolved, the genital haemorrhage, menorrhagia and vaginal haemorrhage was resolving, the pregnancy with contraceptive device, hypertension, swelling, palpitations, acne cystic, vertigo, libido decreased, dysmenorrhoea, dyspareunia and hypersensitivity outcome was unknown and the abdominal pain lower had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, abdominal pain lower, acne cystic, alopecia, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hypersensitivity, hypertension, libido decreased, menorrhagia, migraine, mood swings, palpitations, pelvic pain, pregnancy with contraceptive device, rash, swelling, vaginal haemorrhage and vertigo to be related to essure. The reporter commented: right essure placement but unable to place left essure placement, with pain, that she feels is related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: pfs received- new events back pain, plaintiff did not undergo confirmation test were added. Hormonal changes was updated into mood swings and rash was updated into rash on stomach. On 13-nov-2019: amendment: concomitant drug recoded. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy bleeding") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included obesity, sexually transmitted disease nos, multigravida, parity 2 (live birth 02 (2002, 2011)), termination of pregnancy - elective (elective abortion 01), urinary tract infection and uterine fibroid. The patient's social history includes : lives with husband and two children. Family worker for board of education. No t/e/d. Denies history of abuse. Previously administered products included for gestational diabetes: insulin; for an unreported indication: male condoms, depo-provera injection and combined oral contraception. Concurrent conditions included breast mass, breast pain, breast tenderness, nipple discharge, hypertension, gestational diabetes and migraine. Concomitant products included colecalciferol (vitamin d), cyanocobalamin (vitamin b12), intrauterine contraceptive device (iud nos) and lipitac (omega 3). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramps"), hypertension ("high blood pressure"), migraine ("migraines"), swelling ("swelling"), palpitations ("heart palpitations"), acne cystic ("cystic acne"), vertigo ("vertigo"), alopecia ("hair loss"), libido decreased ("low libido.") And menorrhagia ("excessive and abnormal bleeding during menstruation"). The patient was treated with paracetamol (tylenol) and surgery (removal of the device essure (salpingectomy laparoscopic)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, hypertension, migraine, swelling, palpitations, acne cystic, vertigo, alopecia, libido decreased and menorrhagia outcome was unknown. The reporter considered abdominal pain lower, acne cystic, alopecia, genital haemorrhage, hypertension, libido decreased, menorrhagia, migraine, palpitations, pelvic pain, swelling and vertigo to be related to essure. The reporter commented: right essure placement but unable to place left essure placement, with pain, that she feels is related to essure. Diagnostic results: on (B)(6) 2014 : gynecological finding : breasts: skin changes or nipple discharge bilaterally. Left side with breast mass 1 cm at 9 o¿clock. On (B)(6) 2014 : diagnostic digital bilateral mammo (mamdxgtbil) : baseline mammogram. Clinical finding: left breast 9:00 axis area of palpable concern noted by patient. At the left breast 9:00 axis area of palpable concern, there is fat necrosis. There is no mammographic evidence of architectural distortion, dominant masses or micro calcifications suspicious for malignancy. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 27-feb-2018: medical records received : patient, reporter information, medical history and concomitant condition and medication updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5059561) on (B)(6) 2016. The most recent information was received on 27-feb-2018. This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), genital haemorrhage ("heavy bleeding") and pregnancy with contraceptive device ("pregnancy (termination) pregnancy terminated due to essure device") in a 34-year-old female patient who had essure (batch no. B27986) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included obesity, sexually transmitted infection, multigravida, parity 2 (live birth 02 (2002, 2011)), termination of pregnancy - elective (elective abortion 01), urinary tract infection and uterine fibroid. The patient's social history includes : lives with husband and two children. Family worker for board of education. No t/e/d. Denies history of abuse. Previously administered products included for gestational diabetes: insulin; for an unreported indication: male condoms, depo-provera injection and combined oral contraception. Concurrent conditions included breast mass, breast pain, breast tenderness, nipple discharge, hypertension, gestational diabetes and migraine. Concomitant products included cilest (ortho tri-cyclen) since 2013, cholecalciferol (vitamin d), cyanocobalamin (vitamin b12), diane (minerva), eugynon (aviane) since 2013, intrauterine contraceptive device (iud nos), lipitac (omega 3), losartan, medroxyprogesterone (depo provera) and metoprolol. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2016, the patient experienced abdominal pain ("pain abdominal"). On (B)(6) 2016, 2 years 5 months after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced menorrhagia ("excessive and abnormal bleeding during menstruation/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abdominal pain lower ("cramps"), hypertension ("high blood pressure"), migraine ("migraines"), swelling ("swelling"), palpitations ("heart palpitations"), acne cystic ("cystic acne"), vertigo ("vertigo"), alopecia ("hair loss"), libido decreased ("low libido."), dyspareunia ("dyspareunia (painful sexual intercourse)"), hormone level abnormal ("hormonal changes"), rash ("rashes or skin conditions-type"), headache ("headaches") and hypersensitivity ("allergic or hypersensitivity reaction"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with paracetamol (tylenol) and surgery (removal of the device essure (bilateral salpingectomy laparoscopic)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pregnancy with contraceptive device, hypertension, migraine, swelling, palpitations, acne cystic, vertigo, libido decreased, dysmenorrhoea, dyspareunia, hormone level abnormal, rash and hypersensitivity outcome was unknown, the genital haemorrhage, menorrhagia and vaginal haemorrhage was resolving, the abdominal pain lower had not resolved and the alopecia, abdominal pain and headache had resolved. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, abdominal pain lower, acne cystic, alopecia, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, hypertension, libido decreased, menorrhagia, migraine, palpitations, pelvic pain, pregnancy with contraceptive device, rash, swelling, vaginal haemorrhage and vertigo to be related to essure. The reporter commented: right essure placement but unable to place left essure placement, with pain, that she feels is related to essure. Diagnostic results: on (B)(6) 2014 : gynecological finding : breasts: skin changes or nipple discharge bilaterally. Left side with breast mass 1 cm at 9 o¿clock. On (B)(6) 2014 : diagnostic digital bilateral mammo (mamdxgtbil) : baseline mammogram. Clinical finding: left breast 9:00 axis area of palpable concern noted by patient. At the left breast 9:00 axis area of palpable concern, there is fat necrosis. There is no mammographic evidence of architectural distortion, dominant masses or micro calcifications suspicious for malignancy. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs received: lot number added. New events added- pain abdominal, dysmenorrhea (cramping), abnormal bleeding (vaginal, menorrhagia), dyspareunia (painful sexual intercourse), pregnancy (termination) pregnancy terminated due to essure device, device ineffective and hormonal changes, rashes or skin conditions-type, headaches and allergic or hypersensitivity reaction. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), genital haemorrhage ("heavy bleeding") and pregnancy with contraceptive device ("pregnancy (termination) pregnancy terminated due to essure device") in a 34-year-old female patient who had essure (batch no. B27986) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included obesity, sexually transmitted infection, multigravida, parity 2 (live birth 02 (2002, 2011)), termination of pregnancy - elective (elective abortion 01), urinary tract infection and uterine fibroid. The patient's social history includes : lives with husband and two children. Family worker for board of education. No t/e/d. Denies history of abuse. Previously administered products included for gestational diabetes: insulin; for an unreported indication: male condoms, depo-provera injection and combined oral contraception. Concurrent conditions included breast mass, breast pain, breast tenderness, nipple discharge, hypertension, gestational diabetes and migraine. Concomitant products included cilest (ortho tri-cyclen) since 2013, colecalciferol (vitamin d), cyanocobalamin (vitamin b12), diane (minerva), eugynon (aviane) since 2013, intrauterine contraceptive device (iud nos), lipitac (omega 3), losartan, medroxyprogesterone (depo provera) and metoprolol. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2016, the patient experienced abdominal pain ("pain abdominal"). On (B)(6) 2016, 2 years 5 months after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced menorrhagia ("excessive and abnormal bleeding during menstruation/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abdominal pain lower ("cramps"), hypertension ("high blood pressure"), migraine ("migraines"), swelling ("swelling"), palpitations ("heart palpitations"), acne cystic ("cystic acne"), vertigo ("vertigo"), alopecia ("hair loss"), libido decreased ("low libido."), dyspareunia ("dyspareunia (painful sexual intercourse)"), hormone level abnormal ("hormonal changes"), rash ("rashes or skin conditions-type"), headache ("headaches") and hypersensitivity ("allergic or hypersensitivity reaction"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with paracetamol (tylenol) and surgery (removal of the device essure (bilateral salpingectomy laparoscopic)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pregnancy with contraceptive device, hypertension, migraine, swelling, palpitations, acne cystic, vertigo, libido decreased, dysmenorrhoea, dyspareunia, hormone level abnormal, rash and hypersensitivity outcome was unknown, the genital haemorrhage, menorrhagia and vaginal haemorrhage was resolving, the abdominal pain lower had not resolved and the alopecia, abdominal pain and headache had resolved. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, abdominal pain lower, acne cystic, alopecia, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, hypertension, libido decreased, menorrhagia, migraine, palpitations, pelvic pain, pregnancy with contraceptive device, rash, swelling, vaginal haemorrhage and vertigo to be related to essure. The reporter commented: right essure placement but unable to place left essure placement, with pain, that she feels is related to essure. Diagnostic results: on (B)(6) 2014 : gynecological finding : breasts: skin changes or nipple discharge bilaterally. Left side with breast mass 1 cm at 9 o¿clock. On (B)(6) 2014 : diagnostic digital bilateral mammo (mamdxgtbil) : baseline mammogram. Clinical finding: left breast 9:00 axis area of palpable concern noted by patient. At the left breast 9:00 axis area of palpable concern, there is fat necrosis. There is no mammographic evidence of architectural distortion, dominant masses or micro calcifications suspicious for malignancy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jul-2018: update of quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.